Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2020-05204, 2017865-2020-05206, 2017865-2020-05208. It was reported that the patient presented to the clinic with a fever, pain in the pocket area. It was noted that the patient had methicillin-resistant staphylococcus aureus - mrsa bacteria. The entire system, including the implantable cardioverter defibrillator and the leads were explanted. During the procedure, pus was found in the pocket. There were no complications during the procedure and there were no patient consequences.